Manufacturer narrative:
Reporting institution name exceeds character limit: (B)(4).

Event description:
A processor pca was returned to philips without any allegation of a malfunction. Failure analysis identified a failed defibrillation test with corrupt flash memory when inserted into a test device. One processor pca was returned for failure analysis. The reported problem was confirmed. The processor pca had corrupt flash memory and was re-flashed successfully. The pca failed defib testing during the operational check which was resolved by resoldering the lifted pins of j16. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, which was repaired and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.